Event description:
Caller states that her son was vomiting and tested at 137mg/dl on the device. At a routine dr's office, she reports that dr tested him at 336mg/dl approx 90 minutes later. He was reportedly given insulin at the dr's office. No quality controls were used. Requested return of suspect device and replacement was sent.